Manufacturer narrative:
Pump received with no unresponsive buttons and all buttons function properly. No moisture damage or corroded keypad traces noted. The connector at the lcd board was found locked. Unit had battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump act button does not work and the other buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 375 mg/dl at the time of incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.